Event description:
It was reported that the xience v (3.5x23) stent was deployed in the mid left circumflex coronary artery at 9 atmospheres for 30 seconds. Post deployment there was difficulty removing the stent delivery system (sds)from the stent. The contrast was removed and an attempt was made to withdraw the sds, but it was stuck in the stent. The sds balloon was inflated to 4 atmospheres, contrast was removed from the system, the sds was taken to neutral pressure, but it was still stuck. The sds was advanced past the stent, but when it was withdrawn, it became stuck inside the stent again. The physician inflated the balloon to 12 atmospheres, pulled negative pressure, went to neutral pressure, but it was still stuck. The balloon was inflated to 4 atmospheres, negative pressure was pulled, went to neutral pressure, but the sds was still stuck. With each of these attempts, the non-abbott guide catheter (gc) would move from the left main ostium into the left circumflex coronary artery. The gc was pulled back into the left main ostium. A steady tug was given on the sds and it was able to be removed from the anatomy. There was reportedly a clinically significant delay in the procedure, as the difficulty removing the sds prolonged the case by approximately 45 minutes; however, this did not result in an adverse patient effect. The xience stent was post dilated with an nc trek. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported difficulty removing the sds post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.